Event description:
Per the clinic, the patient experienced an infection at implant site and was treated with antibiotics (type, date and duration not reported), however, the issue did not resolve. Subsequently, the device was explanted (date not reported). Additional information has been requested but it has not been made available as of the date of this report.